Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tacker misfired twice while implanting the mesh in the abdomen. There was no patient injury.